Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 400-500 mg/dl after experiencing stomach pain. Customer experienced a ketone level identified as diabetic ketoacidosis (dka) and dangerous. Customer also experienced lethargy and vomiting. The customer alleged that the pump was not delivering insulin properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. While hospitalized, the customer was diagnosed with a heart issue. Contact was unsure if heart issue was due to dka or if it was an underlying issue discovered during hospitalization. Reportedly, the customer was released on 5/5/2019 with the issue resolved. Tandem technical support instructed the customer to upload pump data for analysis. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the customer reverted to manual injections for alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.